Manufacturer narrative:
A review of the medical records and x-rays by the consulting clinician indicated ¿radiographic evidence of loosening of the distal femoral component with maintained fixation of the proximal stem likely led to cyclic loading at the modular junction of the stem to the femoral component resulting in inevitable fatigue fracture. Examination of the explanted components and the fracture surfaces could confirm this mechanism and rule out factors of faulty component manufacturing or materials.¿

Event description:
Patient was in surgery for a revision knee replacement after an x-ray which showed the implant was broken. X-rays received revealed a fracture at the junction of the proximal stem and femoral component.

Manufacturer narrative:
An event regarding a fractured device involving a triathlon ts distal stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: "no clinical or past medical history, no operative reports, no examination of the explanted components, and no listing of the primary or revision components are available. Radiographic evidence of loosening of the distal femoral component with maintained fixation of the proximal stem likely led to cyclic loading at the modular junction of the stem to the femoral component resulting in inevitable fatigue fracture. Examination of the explanted components and the fracture surfaces could confirm this mechanism and rule out factors of faulty component manufacturing or materials. If additional information is provided this review will be updated." -device history review: not performed as no lot code information was provided. -complaint history review: not performed as no lot code information was provided. Conclusions: a review of the medical records and x-rays by the consulting clinician indicated ¿radiographic evidence of loosening of the distal femoral component with maintained fixation of the proximal stem likely led to cyclic loading at the modular junction of the stem to the femoral component resulting in inevitable fatigue fracture. Examination of the explanted components and the fracture surfaces could confirm this mechanism and rule out factors of faulty component manufacturing or materials.¿ no further investigation is needed at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was in surgery for a revision knee replacement after an x-ray which showed the implant was broken. X-rays received revealed a fracture at the junction of the proximal stem and femoral component.